Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: delta cer head 12/14 32mm +1; altrx neut 32idx52od liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
Patient has an infected right total hip replacement. Implanted 3 weeks ago. Poly and femoral head were exchanged and wound washed out. Patient consequence? Yes. Patient consequence description:infection right hip. Poly and femoral head exchanged .. Right hip. Action taken for procedure:infection right hip. Poly and femoral head exchanged, right hip. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.